Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) was confirmed. Upon evaluation the battery charger/modem was unable to power up and unable to charge a battery. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply could not be positively identified. No adverse event resulted from the defective battery charger/modem. Patient received replacement charger/modem.

Event description:
A (B)(6) distributor contacted zoll to report that a (B)(6) patient's charger/modem sn (B)(4) was receiving charger faults. Patient received replacement charger.